Event description:
In 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the shoulder, the tip of the arthrowand was reported to have detached and remained in the surgical site. A fluoro c-arm was used to attempt to locate the foreign object and the physician undertook a mini-open procedure to remove the fragment. The fragment was successfully retrieved and no patient injury was reported. The patient is reported to be doing well.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the screen was verified. The device showed evidence of excessive electrode wear. Damage to the screen (located at the tip of the wand) was also found. Root cause of the screen damage could not be determined. The instructions for use for this device contains the following warning "excessive wear of electrodes may result from vigorous use against bony surfaces."